Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. It is likely that the coil may have moved and became protruded into the parent vessel leading to the patient complications reported. Therefore, an assignable cause of procedural factors was assigned to this event.

Event description:
It was reported that 4 months post- stent assisted coil embolization of right internal carotid artery-ophthalmic artery, the patient suffered a transient ischemic attack (tia). Another stent was placed approximately 1 month later. The patient condition is asymptomatic. The physician established that the adverse event was related to the procedure, to the atlas stent, and possibly related to the subject coil protrusion.

Event description:
It was reported that 4 months post- stent assisted coil embolization of right internal carotid artery-ophthalmic artery, the patient suffered a transient ischemic attack (tia). Another stent was placed approximately 1 month later. The patient condition is asymptomatic. The physician established that the adverse event was related to the procedure, to the atlas stent, and possibly related to the subject coil protrusion.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that 7 months post- stent assisted coil embolization of right internal carotid artery-ophthalmic artery, the patient suffered a transient ischemic attack (tia). Outcome is ongoing. The physician established that the adverse event was related to the procedure, to the atlas stent, and possibly related to the subject coil protrusion.

Manufacturer narrative:
Event date was corrected based on update provided by the study facility executive summary: corrected: the tia lasted 50 days, neurological assessment, and core lab results have been added.

Event description:
The patient underwent successful stent assisted coil embolization of right internal carotid artery-ophthalmic artery. The patient was assessed neurologically post-procedure with mrs of 0. It was reported that 4 months post-procedure, the patient suffered transient ischemic attack (tia) that lasted 50 days. The tia was resolved without residual effects. The physician established that the tia was related to the procedure, to the atlas stent, and possibly related to the subject coil protrusion. Another stent was placed approximately 1 month later in order to address the coil protrusion/tia. The patient was assessed neurologically after procedure and at 2 month post-procedure with mrs of 0. At 6 month and 12 month post-procedure, nihss and mrs were 0. The coil protrusion was confirmed during intra-procedural core lab results and at 12-month core lab results.

Manufacturer narrative:
Executive summary: corrected: the patient suffered three episodes of transient ischemic attack (tia) that lasted 20 days.

Event description:
The patient underwent successful stent assisted coil embolization of right internal carotid artery-ophthalmic artery. The patient was assessed neurologically post-procedure with mrs of 0. It was reported that approximately 4 months post-procedure, the patient suffered three episodes of transient ischemic attack (tia) over a period of 20 days. The tia was resolved without residual effects. The physician established that the tia was related to the procedure, to the atlas stent, and possibly related to the subject coil protrusion. Hospitalization/prolonged hospitalization, head CT scan and re-intervention to target aneurysm with another stent placement were undertaken approximately 1 month post-procedure in order to address the coil protrusion/tia. The patient was assessed neurologically after procedure and at 2 month post-procedure with mrs of 0. At 6 month and 12 month post-procedure, nihss and mrs were 0. The coil protrusion was confirmed during intra-procedural core lab results and at 12-month core lab results.